Event description:
It was reported that the pacemaker was suspected of exhibiting premature battery depletion. At the previous device check approximately 12 months ago, the device estimated battery longevity was around 2 years remaining. Upon device interrogation (B)(6) 2024, the device estimated battery longevity was around 3 months remaining. There were no adverse patient effects reported. The device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker was suspected of exhibiting premature battery depletion. At the previous device check approximately 12 months ago, the device estimated battery longevity was around 2 years remaining. Upon device interrogation (B)(6) 2024, the device estimated battery longevity was around 3 months remaining. There were no adverse patient effects reported. The device remains in-service. Multiple attempts were made to obtain information regarding additional information unfortunately there was no further information available.